Event description:
The customer reported being hospitalized due to high blood glucose of 628mg/dl by the time the paramedics were called. The customer mentioned that he has broken his back in three places. The customer experienced vomiting prior to his admission. Troubleshooting was performed. The time, date, programming and bolus wizard settings were correct. Reviewed the alarm history and found no alarms since (B)(6) 2012. Assisted the customer to run a manual prime test and the insulin did exit. Further troubleshooting was declined as customer did not have all the supplies to perform the high pressure test. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.